Event description:
It was reported that pump displayed reset screen unexpectedly and turned off without needing to be plugged into power to turn back on. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump performed a routine safety reset and was functioning as intended, received education that insulin on board and maximum hourly bolus reset to zero and that continuous glucose monitoring sessions must be restarted and cartridges reloaded after any reset, acknowledged this information, and successfully resumed insulin therapy; no additional follow-up information was received regarding the outcome of event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.